Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9885816. In end of october, we received sealed samples of lot 9885816: the functionality of the samples was tested and revealed 3 non-compliant devices, a sock effect was observed. These 3 defective products were manufactured using an intermediate j catheter with lot number 9063083. Other j catheter intermediate lot was tested and conformed (9350425*3. 9063082*4; 9063083*13). According to the information known quality database was checked and revealed one non-conformity opened on october 2024: nc-009074 "mandrin stuck in the vortek j catheter" potentially related to the complaint's description. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on pcn set product, same defect: functionality mandrin stuck from october 2020 to october 2024:11 similar case were found. (See document in attachment). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the mandrel cannot be removed and the dilators bend. There is a high risk of kidney damage.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the mandrel cannot be removed and the dilators bend. There is a high risk of kidney damage.